Event description:
It was reported that a patient had a total pelvic floor repair procedure in 2007, for vaginal prolapse. Two weeks postoperatively the patient noticed some vaginal spotting. During 2008, the spotting increased to a slight bleeding, and on examination, the bleeding appeared to be coming from the vaginal vault. There is no erosion or mesh exposure, no infection, and no prolapse. A laparoscopy and eua performed three months later, found no abnormalities. Vaginal examination found a dense tissue ridge at the vault which was excised and sent for histology. The surgeon opined that the mesh had incorporated well at the bridge but it felt "rusched" under the vaginal skin. The patient has no symptoms or complaints two weeks following the excision and will be seen again in four weeks time.

Manufacturer narrative:
Date sent to the FDA: 08/07/2008. Inflammation occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.